Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of two ipgs/leads/etc. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(4). Batch: a000093838. Model: 3186. Lead, 8ch 60cm, mrc, gen3, us, pr (bsi). UDI: (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation due to lead fracture. X-rays confirmed the lead fracture. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. The investigation did not determine which lead recorded the lead fracture.